Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information to the customer, who was unable to complete the reset at the time. The customer planned to reset the pump independently once they had access to the necessary equipment and would follow up if the issue persisted.